Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that right ventricular (rv) lead and pacemaker exhibited low pacing impedance. The rv lead and pacemaker were not used, and a new device and lead were implanted. Patient condition was stable before and after procedure.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed including lead impedance and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. No anomalous that can potentially cause any functional issue.